Event description:
A vaxcel mini stick was being used for therapeutic access for a case in 2005. As the sheath was being peeled during the procedure, one side of the sheath broke off, prolonging the procedure and causing excess bleeding to the pt. The physician needed to use a clamp to hold the broken piece and was able to keep the broken sheath from getting into the vessel. The physician used the clamp successfully to be able to finish the procedure.